Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4). Description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients ipg kept getting bumped and was uncomfortable. The patient underwent an explant procedure. No device malfunction was suspected.